Event description:
Complainant reported there was stain inside the endotracheal tube's retention cuff that was found before it was used on a patient.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted. (B)(4).